Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. (B)(6). Not returned to manufacturer.

Event description:
It was reported that as soon as the cardiosave intra-aortic balloon pump (iabp) is turned on, an alarm sounds and the iabp turns off. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the video generator board, and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that as soon as the cardiosave intra-aortic balloon pump (iabp) was turned on, an alarm sounds and the iabp turns off. The batteries were charged, the mains was recognized by the iabp device, the iabp was fully engaged in the cart, and yet when it was turned on there was an alarm which rings out and the iabp console turns off after 3-4 seconds. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d4(version or model #), g4, g7, h2, h6, h10, h11. Corrected fields: h4. Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 12 month product complaint trend data for the period dec 2019 through nov 2020 was reviewed. There were no triggers identified for the review period.